Event description:
It was reported that the cc4204a +19.0 diopter collamer single piece lens was torn by the tech during loading, however, the damaged was not observed until after the lens was in the eye. The lens was cut and removed without any patient injury. The reporter stated the event was the result of a tech/loading error.

Manufacturer narrative:
(B)(4). Results: visual inspection of the lens showed the optic and a haptic was torn and a piece of the haptic was torn off and missing. (B)(4).